Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). Pt reports nausea, fatigue, and shocking when ins turned on even at very low amplitude. Rep reports the issue is still ongoing and the patient wants their device explanted. Per rep, pt states they have had no pain relief, nausea, fatigue since cervical leads and ins were implanted in june. Pt reported severe shocking at random times. Rep reports all impedances were within normal limits. Pt has paresthesia in bilateral arms/fingers where areas of pain are. Rep reports they attempted re-programming and decreased parameters but pt states nothing helps the nausea and fatigue. Pt reports they told their provider of symptoms since the implant and requests explant. The patient's device is currently off. Rep reports the pt's provider was made aware of patient symptoms and concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient's (pt) implantable neurostimulator (ins). It was reported that the ins was not explanted. Product return instructions were sent. The issue was not resolved.